Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that right ventricular (rv) lead exhibited high pacing impedance, and high capture threshold was noted on both rv lead and implantable cardioverter defibrillator (ICD). Isometric maneuvers were performed in the clinic and were negative for ventricular lead noise. Fluoroscopy was performed and revealed fracture and insulation damage on the rv lead. The physician elected to explant both ICD and rv lead and replace them with new ones. The patient condition remained stable.